Manufacturer narrative:
Customer reported that their AED will not power on and is prompting an error code of "AED error or warning; battery operation". The customer stated that they inserted test battery, and they received service code 200, performed manual self-test, AED is okay. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.

Event description:
Customer reported that their AED will not power on. The customer stated that they inserted test battery, and they received service code 200, performed manual self-test, AED is okay. The AED maintenance activity was not reported. They did not report that this event occurred during patient use.